Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer and noted a reagent carryover issue on the precision check. He performed repairs and replacements. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable lipase colorimetric assay result from one patient sample tested on the cobas 6000 c501 module. The initial result was 235.2 u/l. The repeat result was 38.5 u/l.

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.